Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse attempted to give an IV push of morphine to a patient through a one link needle-free connector, the morphine squirted out of the connection site. Another nurse attempted to put another morphine syringe on the same IV site and had to push "really hard to make the turn which wiggled the patient's vein so much that the site started to bleed" (unspecified amount). It was reported that the site was almost lost and a second IV site was started. No further information was provided regarding the patient's outcome from the event. No additional information is available.

Manufacturer narrative:
The baxter service representative received this report on 12 jul 2016 (previously reported as 20 jul 2016). Should additional relevant information become available, a supplemental report will be submitted.